Event description:
Possible false negative. Case presented had no triggers in the 22 fields of view (fovs) to prompt an autoscan. While scanning the slide for endocervical component (not on the review scope) slide showed a large cluster of lsil cells not in the 22 fovs. Site will be monitored to determine if expected occurences (as determined by the (B) (6) study) are exceeded.

Manufacturer narrative:
Patient slide was reviewed at the cytology lab on a review scope and other microscopes.